Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 37-year-old female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, uterine dilation and evacuation, dysfunctional uterine bleeding, cold intolerance, tenderness, uterine bleeding, vaginitis bacterial, vaginitis, viral upper respiratory tract infection, atypical squamous cells of undetermined significance, smoker and dysuria. Previously administered products included for an unreported indication: flagyl. Concomitant products included iron for anemia as well as naproxen sodium (anaprox) from (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2014, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2014 and prednisone from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection ¿ urinary tract and vaginal / bladder/urinary problem") and urinary tract infection ("infection ¿ urinary tract and vaginal / bladder/urinary problem"). In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression / psych injury"), nausea ("nausea") and anxiety ("psychological or psychiatric problems ¿ mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge / bladder/urinary problem"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cystitis ("bladder infections"). The patient was treated with amoxicillin;clavulanic acid (augmentin), cyanocobalamin (b12-vitamiin), naproxen, ondansetron hydrochloride, ciprofloxacin (cipro) and surgery (ablation (B)(6) 2015). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, fatigue, dyspareunia, vaginal infection, urinary tract infection, migraine, depression, nausea, anxiety, abdominal pain, back pain, vaginal discharge, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had received treatment for events: pelvic pain, abdominal pain, back pain, genital bleeding, bladder/urinary problem, bladder infections. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cyst on her sinuses. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Normal appearing uterine cavity. The essure coils in the proximal fallopian tube. There is no spillage of contrast into the distal fallopian tube or peritoneal cavity bilateral occlusion. Concerning injuries reported in this case the following ones were confirmed in patient medical records: fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events: bladder problems , urinary problems , bladder infections. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 37-year-old female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, uterine dilation and evacuation, dysfunctional uterine bleeding, cold intolerance, tenderness, abnormal uterine bleeding, vaginitis bacterial, vaginitis, viral upper respiratory tract infection, atypical squamous cells of undetermined significance, smoker, dysuria, spotting vaginal, offensive vaginal discharge, cold intolerance, weight gain, dry skin, uterine dilation and curettage, left lower quadrant pain, ovarian cyst, vaginitis, uterine prolapse and nabothian cyst. Previously administered products included for an unreported indication: depo-provera, flagyl, flagyl, cipro and zofran. Concomitant products included iron for anemia as well as naproxen sodium (anaprox) from june 2012 to august 2016, nsaids since september 2014, oxycodone hydrochloride;paracetamol (percocet) from september 2014 to august 2016, paracetamol (acetaminophen) since september 2014 and prednisone from april 2014 to may 2014. On 15-sep-2014, the patient had essure inserted. In september 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection ¿ urinary tract and vaginal / bladder/urinary problem") and urinary tract infection ("infection ¿ urinary tract and vaginal / bladder/urinary problem"). In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression / psych injury"), nausea ("nausea") and anxiety ("psychological or psychiatric problems ¿ mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge / bladder/urinary problem"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cystitis ("bladder infections"). The patient was treated with amoxicillin;clavulanic acid (augmentin), cyanocobalamin (b12-vitamiin), naproxen, ondansetron hydrochloride, ciprofloxacin (cipro) and surgery (ablation 28-aug-2015 and total hysterectomy, laparoscopic, /c salpingectomy, robotic assisted (bilateral)). Essure was removed on 1-dec-2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, fatigue, dyspareunia, vaginal infection, urinary tract infection, migraine, depression, nausea, anxiety, abdominal pain, back pain, vaginal discharge, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had received treatment for events: pelvic pain, abdominal pain, back pain, genital bleeding, bladder/urinary problem, bladder infections. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cyst on her sinuses. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Normal appearing uterine cavity. The essure coils in the proximal fallopian tube. There is no spillage of contrast into the distal fallopian tube or peritoneal cavity bilateral occlusion.. Concerning injuries reported in this case the following ones were confirmed in patient medical records: fatigue. Lot number: c80065 manufacturing date: 2014-07 expiration date 2017-07-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 37-year-old female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, uterine dilation and evacuation, dysfunctional uterine bleeding, cold intolerance, tenderness, abnormal uterine bleeding, vaginitis bacterial, vaginitis, viral upper respiratory tract infection, atypical squamous cells of undetermined significance, smoker, dysuria, spotting vaginal, offensive vaginal discharge, cold intolerance, weight gain, dry skin, uterine dilation and curettage, left lower quadrant pain, ovarian cyst, vaginitis, uterine prolapse and nabothian cyst. Previously administered products included for an unreported indication: depo-provera, flagyl, flagyl, cipro and zofran. Concomitant products included iron for anemia as well as naproxen sodium (anaprox) from (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2014, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2014 and prednisone from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection ¿ urinary tract and vaginal / bladder/urinary problem") and urinary tract infection ("infection ¿ urinary tract and vaginal / bladder/urinary problem"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression / psych injury"), nausea ("nausea") and anxiety ("psychological or psychiatric problems ¿ mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge / bladder/urinary problem"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cystitis ("bladder infections"). The patient was treated with amoxicillin;clavulanic acid (augmentin), cyanocobalamin (b12-vitamin), naproxen, ondansetron hydrochloride, ciprofloxacin (cipro) and surgery (ablation (B)(6) 2015 and total hysterectomy, laparoscopic, /c salpingectomy, robotic assisted (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, fatigue, dyspareunia, vaginal infection, urinary tract infection, migraine, depression, nausea, anxiety, abdominal pain, back pain, vaginal discharge, bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had received treatment for events: pelvic pain, abdominal pain, back pain, genital bleeding, bladder/urinary problem, bladder infections. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cyst on her sinuses. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Normal appearing uterine cavity. The essure coils in the proximal fallopian tube. There is no spillage of contrast into the distal fallopian tube or peritoneal cavity bilateral occlusion.. Concerning injuries reported in this case the following ones were confirmed in patient medical records: fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received: " previously reported event pelvic pain made medically significant and intervention required due to surgery." Reporter, medical history, historical drug and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in an adult female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, uterine dilation and evacuation, dysfunctional uterine bleeding, cold intolerance, tenderness, uterine bleeding, vaginitis bacterial, vaginitis, viral upper respiratory tract infection, atypical squamous cells of undetermined significance, smoker and dysuria. Previously administered products included for an unreported indication: flagyl. Concomitant products included iron for anemia as well as naproxen sodium (anaprox) from (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2014, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2014 and prednisone from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection ¿ urinary tract and vaginal") and urinary tract infection ("infection ¿ urinary tract and vaginal"). In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), fatigue ("fatigue;"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression"), nausea ("nausea") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). The patient was treated with amoxicillin;clavulanic acid (augmentin), cyanocobalamin (b12-vitamiin), naproxen, ondansetron hydrochloride, ciprofloxacin (cipro) and surgery (ablation (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, fatigue, dyspareunia, vaginal infection, urinary tract infection, migraine, depression, nausea and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cyst on her sinuses. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Normal appearing uterine cavity. The essure coils in the proximal fallopian tube. There is no spillage of contrast into the distal fallopian tube or peritoneal cavity. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fatigue, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('bleeding: general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, uterine dilation and evacuation, dysfunctional uterine bleeding, cold intolerance, tenderness, uterine bleeding, vaginitis bacterial, vaginitis, viral upper respiratory tract infection, atypical squamous cells of undetermined significance, smoker and dysuria. Previously administered products included for an unreported indication: flagyl. Concomitant products included iron for anemia as well as naproxen sodium (anaprox) from (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2014, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2014 and prednisone from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection urinary tract and vaginal / bladder/urinary problem") and urinary tract infection ("infection urinary tract and vaginal / bladder/urinary problem"). In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems depression / psych injury"), nausea ("nausea") and anxiety ("psychological or psychiatric problems mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge / bladder/urinary problem"). The patient was treated with amoxicillin;clavulanic acid (augmentin), cyanocobalamin (b12-vitamiin), naproxen, ondansetron hydrochloride, ciprofloxacin (cipro) and surgery (ablation (B)(6) 2015). At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, fatigue, dyspareunia, vaginal infection, urinary tract infection, migraine, depression, nausea, anxiety, abdominal pain, back pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had received treatment for events: pelvic pain, abdominal pain, back pain, genital bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: cyst on her sinuses. Hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Normal appearing uterine cavity. The essure coils in the proximal fallopian tube. There is no spillage of contrast into the distal fallopian tube or peritoneal cavity bilateral occlusion. Concerning injuries reported in this case the following ones were confirmed in patient medical records: fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events: abdominal pain, back pain, general abnormal bleeding, vaginal discharge were added. Bladder/urinary problem clubbed with vaginal infection, uti and vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in an adult female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, uterine dilation and evacuation, dysfunctional uterine bleeding, cold intolerance, tenderness, uterine bleeding, vaginitis bacterial nos, vaginitis, viral upper respiratory tract infection, atypical squamous cells of undetermined significance, smoker and dysuria. Previously administered products included for an unreported indication: flagyl. Concomitant products included iron for anemia as well as naproxen sodium (anaprox) from (B)(6) 2012 to (B)(6) 2016, nsaids since (B)(6) 2014, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2014 to (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2014 and prednisone from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection ¿ urinary tract and vaginal") and urinary tract infection ("infection ¿ urinary tract and vaginal"). In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), fatigue ("fatigue;"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems ¿ depression"), nausea ("nausea") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). The patient was treated with amoxicillin;clavulanic acid (augmentin), cyanocobalamin (b12-vitamin), naproxen, ondansetron hydrochloride, ciprofloxacin (cipro) and surgery (ablation (B)(6) 2015). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, fatigue, dyspareunia, vaginal infection, urinary tract infection, migraine, depression, nausea and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cyst on her sinuses. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Normal appearing uterine cavity. The essure coils in the proximal fallopian tube. There is no spillage of contrast into the distal fallopian tube or peritoneal cavity. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fatigue, most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia); dyspareunia; fatigue; infection ¿ urinary tract and vaginal; migraines/headaches; nausea; pain; psychological or psychiatric problems ¿ depression and mental anguish were added. Lot number, medical history, concomitant, historical, treatment drugs, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.